Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got insulin flow blocked alarm. Customer¿s blood glucose level was over 400 mg/dl at the time of the incident. Troubleshoot was performed. Advised the pump will need to be replaced. Advised to retrieve and save pump settings. Advised to revert to backup plan per hcp instructions. Product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected no delivery/occlusion alarms or insulin flow blocked alarms noted during testing. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.